Manufacturer narrative:
No further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient heard tones from this implantable cardioverter defibrillator (ICD) device and the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected and has reached end of life indicator. The device remains in service and the patient has elected not to have it replaced. No adverse patient effects were reported.